Event description:
Patient reported, left-side inflammation, rupture identified upon explantation, and inquired about textured implant. The device has been explanted. Patient additionally reported, fatigue, chronic headaches, joint and muscle pains and abnormal blood tests on thyroid, breast implant illness, brain fog, joint and muscle pain, muscle weakness, haschimotos, fibromyalgia, headaches and migraines, night sweats, vertigo, fever, hair loss, dry skin, and ringing in ears, which have been assessed as not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured exchange due to patient concern with the product.

Event description:
Patient reported, left-side inflammation, rupture identified upon explantation, and inquired about textured implant. The device has been explanted. Patient additionally reported, fatigue, chronic headaches, joint and muscle pains and abnormal blood tests on thyroid, breast implant illness, brain fog, joint and muscle pain, muscle weakness, haschimotos, fibromyalgia, headaches and migraines, night sweats, vertigo, fever, hair loss, dry skin, and ringing in ears, which have been assessed as not device related.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritiation: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Malaise-ndr: not applicable as the event is not related to the device. Headache-ndr: not applicable as the event is not related to the device pain-ndr: not applicable as the event is not related to the device varied injuries-ndr: not applicable as the event is not related to the device fibromyalgia-ndr: not applicable as the event is not related to the device autoimmune/connective tissue disorders-ndr: not applicable as the event is not related to the device fever-ndr :not applicable as the event is not related to the device.